Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a customer experienced high blood glucose of 424 mg/dl. The customer did not treat her high blood glucose. The customer stated that the problem may have been the insulin pump so he wanted to trouble shoot to make sure. The customer was assisted with trouble shooting and found that her bolus was not programmed which could have caused the issue. The customer also did not have a tubing clamp connected to his pump. The customer was sent new tubing clamps and was advised to check medtronic's website for anymore additional information. No further information was provided.